Manufacturer narrative:
Updated annex c - inv findings desc 1 to c22 - appropriate investigation findings term/code not available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, user informed the technical support engineer (tse) that there was an issue with the system not providing any bipolar energy. The user had already replaced the energy cable and instrument, but the problem persisted. The tse reviewed the logs but did not find any related issues. The tse then instructed the user to swap the receptacles on the integrated electrosurgical unit (iesu) or erbe, but the issue still remained. The tse guided the user through a power cycle of the erbe, but this did not resolve the problem either. The user continued with the case using the same system configuration. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed as planned using only monopolar energy from the erbe generator. An external generator was used to activate bipolar energy on the vessel sealer instrument. The reporter confirmed that there were no patient issues during the procedure. The fse replaced the erbe generator after the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported no bipolar energy from the system. Replacing the energy cable, instrument, and swapping integrated electrosurgical unit (iesu) or erbe receptacles did not resolve the issue. Log review showed no related errors, and power cycling the erbe had no effect. Fse replaced the erbe due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the reported issue could not be directly confirmed, though errors m-11 and related erbe log errors (m-11/c-00, m-0b, m-b0) were noted on different dates. Inspection found possible related issues but could not replicate the event. The unit passed all recognition and energy tests. The unit will be sent to the original equipment manufacturer for further investigation. The probable root cause in this case is attributed to the faulty erbe generator. This issue can be resolved through troubleshooting or replacement of the generator.